Event description:
Information was received from a patient receiving intrathecal prialt (ziconotide) via an implantable pump for non-malignant pain. The patient reported they did the trial for prialt and it seemed to help but they were now up to 8.2 and they were not getting any relief since (B)(6) and their doctor thought they should be getting some relief by now and they didn't want to take them up too much further. The patient went to a different facility for a second opinion last week and the doctor suggested they try a different kind of medicine like lamotric and if that didn't work, they could try an oral vaccine and then they could try deep brain stimulation. The patient asked about different medication to be used in the pump. The agent reviewed agent role. The agent reviewed information and redirected the patient to their healthcare provider to further address the issue. Additional information received from the patient indicated that the patient was going down on the medication because it was not effective. It was noted that the patient was with a different doctor. About a week and a half to two weeks prior to the report, the doctor put the patient "down 5%". The patient went in on (B)(6) 2025 to be "put down again" and the doctor could "not get a read on the pump", so the doctor told the patient to call to arrange for a manufacturer representative (rep) to meet them at the office to see why the pump was not reading. The patient was redirected to call back the managing healthcare provider (hcp). The patient called back on (B)(6) 2025 stating that the prialt "doesn't work at all". The patient mentioned that the medication made them "looney" and they weren't able to drive. The patient stated that they had a condition that sounded like "post cellmant stroke pain syndrome". The patient wanted to discuss the possibility of using baclofen for their condition. Patient services reviewed the manufacturer's and hcp's roles and redirected the patient to the hcp. Patient services sent hcp listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called stating that they currently have prialt and "it is infected and not working". It was noted that the patient was demanding to "speak to a nurse or ambassador" regarding ¿if they had any side effects or anything¿. The agent reviewed the ambassador program was not for patients that were implanted and that they could not provide anything medical in nature and as the agent was reviewing, the patient disconnected the call.